Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer stated that they did not hear any sounds or vibrate on the insulin pump aside from when they save it there was a beep. The customer was advised to take some orange juice and glucagon tablet while on call. The insulin pump will not be returned for analysis.